Event description:
A medwatch u/f importer/report (B)(4) was received. The info provided and described as follows, a pt work up during an awake craniotomy and the mayfield infinity skull clamp slipped causing a small scratch. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.